Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge using external paddles. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's paddles were returned and evaluated. The customer's report was verified and attributed to a poor paddle connection but could not determine if it was the paddle connector or the paddle cable. The paddles were scrapped. Analysis for reports of this type has not identified an increase in trend.